Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) has a burning smell coming from the unit. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. It was found that the unit gave electric test fail code #50 continuously after switching on. The fse replaced the motor control board to resolve the issue. The unit passed all safety and functional tests and was returned to the customer for clinical use.

Event description:
N/a